Event description:
Pt was to received primaxin 1 gram/0.9% sodium chloride 200 ml IV every 8 hours. Primaxin 1 gram/0.9% sodium chloride 200 ml in eclipse at 250 ml/hr took over 1 hours to infuse. Pt therapy changed to meropenem 1 gram/0.9% sodium chloride 100 ml IV every 8 hours without incident.